Manufacturer narrative:
Internal complaint reference (B)(4). The reported device, used in treatment, was received for evaluation. A visual inspection was performed on the product and footswitch port was observed to be damaged by heat. There was a relationship found between the returned device and the reported incident. Product failed functional overheating and blade stall. Cause of overheating and errors is a shorted out main pcb. The complaint was confirmed and the root cause has been determined to be a defective electronic component. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. No containment or corrective actions are recommended at this time.

Event description:
It was reported that, during an unknown procedure, when the foot pedal is plugged to the dii controller, the controller overheated and the wire melted. Backup device was available to complete the procedure. No significant delay and no patient injuries were reported.